Event description:
As reported: "drill broke off during drilling with distal device use and the tip of the drill was left in the patient's femur. 12mm/360mm nail was used. The distal part of the nail appeared to be warped a little in the image. Drilling and screw insertion was completed smoothly using the oblique method for the most proximal part of the ml hole. After drilling the elliptical hole and removing the lateral cortex, there was a slight interference between the drill and the nail. Since the patient's cortex was hard, the doctor pushed the drill a little harder, but the drill did not advance. Thus, the doctor stopped drilling temporarily for checking the hole, and he found that the drill tip was broken and was left in front of the medial cortex in the hole. Even after adjusting the most distal part using the oblique method, there was a slight interference, so drilling was done after making a hole with a k-wire after that and the surgery was completed without problem except remaining of the drill tip in the patient's femur."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A formal medical opinion was sought to know what are the possible health hazards when a drill remains inside the patient's body as in this case: ¿an intra-operative breakage of a drill is a rare but common complication and well known to an experienced user. It is caused by twisting the drill and too much bending. Breakage caused by material defect is very rare in current manufacturing technology. It is of interest whether a broken part of a drill can be left in the bone or should be retrieved; also in the case that greater harm to the bone would be done. It is well known to an expert user that a broken part of a drill which is completely embedded in the bone normally does not cause any harm. [¿] therefore, no further surgical procedures in this special case are required.[¿]¿ however, it lies in the responsibility of the treating surgeon to leave or to remove the broken part. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "drill broke off during drilling with distal device use and the tip of the drill was left in the patient's femur. 12mm/360mm nail was used. The distal part of the nail appeared to be warped a little in the image. Drilling and screw insertion was completed smoothly using the oblique method for the most proximal part of the ml hole. After drilling the elliptical hole and removing the lateral cortex, there was a slight interference between the drill and the nail. Since the patient's cortex was hard, the doctor pushed the drill a little harder, but the drill did not advance. Thus, the doctor stopped drilling temporarily for checking the hole, and he found that the drill tip was broken and was left in front of the medial cortex in the hole. Even after adjusting the most distal part using the oblique method, there was a slight interference, so drilling was done after making a hole with a k-wire after that and the surgery was completed without problem except remaining of the drill tip in the patient's femur."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device remains implanted in the patient.